Event description:
It was reported that the patient presented for a post-operative wound check in clinic. An interrogation of the device found elevated capture threshold measurements and variation in sensing exhibited by the right ventricular lead. A chest x-ray was performed and revealed that the lead had dislocated. The physician elected to continue to monitor, and no interventions were made. There were no patient consequences.

Manufacturer narrative:
Correction: b5 and h6 - medical device problem code.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a post-operative wound check in clinic. An interrogation of the device found elevated capture threshold measurements and variation in sensing exhibited by the right ventricular lead. A chest x-ray was performed and revealed that the lead had moved. The physician elected to continue to monitor, and no interventions were made. There were no patient consequences.